Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-jul-2017, fse arrived at the site to address the reported event. Inspection of the device revealed a tip stuck to the wall of the waste chute, causing other tips to back up resulting in the reported error. Fse removed and cleaned the waste chute while performing preventative maintenance of the device. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the waste system.

Event description:
On (B)(6) 2017, the customer reported error "main arm z-axis limit overrun 4224" with their aia-2000st analyzer. Technical support instructed the customer to reboot and perform a version up; however, the error persisted. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of prl pth ckmb and bhcg patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.